Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It was reported that the trial articular surface provisional broke during the trialing process.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. The provisional was returned for evaluation with all pieces being returned. Visual inspection found that the device was cleanly fractured with the medial condyle being completely separated from the device. The device also exhibits nicks and gouges on the posterior and inferior surface which is indicative of wear. The device was manufactured in june of 2014 and had an approximate field life of two (2) years and four (4) months with an unknown frequency of use. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Investigation results concluded that the reported event was due to design of the device. This device was manufactured before the design modification and was part of the re-design scope. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.